Event description:
It was reported that the device was broken. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The proximate cause of the customer reported issue was due to electrical failure of the comm board.the device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2010 to the present date 10/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken. There was no patient involvement.